Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient noticed the self- adhesive of the infusion set was wet and the patient's blood glucose level was elevated to 248 mg/dl. It was not known if the wetness was from an insulin leak in the infusion set or poor absorption experienced by the patient. No adverse event was reported. The infusion set was requested to be returned for product evaluation.